Event description:
It was reported that the user contacted support for a cartridge and infusion supply change on the ilet and subsequently experienced high glucose after eating without announcing the meal; insulin delivery was resumed and glucose trended down from a reported high to 341 mg/dl and falling. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included no medical intervention or hospitalization. Investigation included remote troubleshooting and user education, including confirmation of resumed insulin delivery and a scheduled follow-up to verify glucose improvement. Investigation of this case revealed that the hyperglycemia was associated with a missed meal announcement rather than a device malfunction, and the device functioned as intended once supplies were changed and insulin delivery continued. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to a missed meal announcement.